Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. The device was not returned to olympus for inspection. However, based on a 3rd party complaint evaluation team¿s device evaluation and assessment, the reportable malfunction was confirmed. Based on the results of their investigation, the cause of the event could not be determined. It is assumed that the damage was mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the resection sheath had the ceramic tip damaged. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.